Event description:
The patient reported they are having problems in their hip. They stated they have burning at their implant site, and their hip is hurting really bad. The patient noted that sometimes their hip hurts so bad that they cannot walk because the pain radiates down their leg. They stated they saw an orthopedic doctor, but were told to go back to their managing physician. The patient mentioned that their managing physician is no longer available. They noted they fell and hit their back on a door knob in the last part of (B)(6) or early (B)(6) 2016. A week after the fall, the patient started having these issues. The patient stated they will need to find a physician to check the device and have it taken out. The patient was implanted for lumbar radiculopathy.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient had been seen on (B)(6) 2017 and a thoracic lumbar CT with contrast was ordered. The hcp stated that the patient was instructed to call the manufacturer to have testing of the implant secondary to the patient not using it ¿in a while¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The best estimate of the date of onset based on conflicting dates provided by the patient.

Event description:
Additional information was received from the patient. It was reported that the patient had burning at the implantable neurostimulator (ins) site and pain in the lower back in the ins area and down the right leg. The patient reported that this began in 2017, and had occurred for about a month or more as of (B)(6) 2017. This timeline conflicts with the patient¿s previous report of burning and pain that began in (B)(6) 2016. The patient was to follow-up with a healthcare professional and had an appointment schedule with her managing physician on (B)(6) 2017 at 10:40 am. The doctor told the patient to contact a manufacturer representative to be there for the appointment. It was noted that this was considered a sudden change in therapy/symptoms.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that they fell on their back in (B)(6) 2016 and two weeks later, the patient felt pain from their hip to their knee. The patient¿s doctor gave them a shot to their knee to resolve the issues, but the issues did not resolve. It was noted that the pain was coming from the patient¿s back.

Event description:
Additional information was received from the patient. It was reported that patient was given acetaminophen 3 times 325 mg which did not help. Patient's managing physician gave them hydrocodone/acetaminophen 2.5, 325 t.